Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a supply change issue in which no drops were observed during tubing fill and a cartridge leak was identified; the user was guided to remove insulin from the leaking cartridge, replace it with a new cartridge, perform a rewind, install the new cartridge before connecting, complete tubing fill, place a 23" teflon 6 mm inset infusion set, and fill the cannula, after which insulin therapy resumed and blood glucose remained in range. Symptoms included no adverse clinical effects. Outcomes included restoration of insulin delivery without interruption to glycemic control. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed a leaking cartridge consistent with a component failure of the cartridge assembly. It was concluded that the event was attributable to a leaking cartridge, resolved by replacement and correct setup.